Event description:
It was reported that patient experienced uncomfortable stimulation and shocking sensations with stimulation on. It was noted that the shocking sensation is felt in the lower back, buttocks and the spasms/contractions are all felt in the neck and down the legs. Lead diagnostics did indicate have any impedance issues. Multiple attempts at reprogramming were attempted to no avail. Therapy is effective for targeted pain pattern (low back and legs). Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.